Event description:
Event description guidant received information that this pacemaker, which is included in the failure mode 2 population, is displaying occassional non-capture. The patient has a good escape rhythm and is not symptomatic with the loss of capture.